Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline cap, model #: 1153 / catalog #: 1153. Expiration date: 20-jan-2020 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no. Mfg date: 20-jan-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the ventricular assist device (vad), the surgeon threaded the driveline cap into the tunneler, while being tunneled the driveline cap disconnected from the tunneler and was only partially through the skin. The surgeon unsuccessfully attempted to thread the tunneler back onto the driveline cap. When the driveline was pulled through the chest, they noticed that the strain relief on the driveline was disconnected from the metal connector. The surgeon was able to push the strain relief over the metal connector to secure it, and threaded the driveline cap into tunneler, and pulled the driveline through the exit site. Once they had the driveline through, it was assessed and found to have a very small amount of blood within the driveline. They emptied the blood from within the driveline through the open strain relief connection, then wiped the strain relief and metal connector with an alcohol pad. A strain relief repair is scheduled, and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h6 eval code-result and eval code-conclusion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) with its associated driveline and the accessories kit were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site as well as on-site inspection revealed that the driveline strain relief was separated from the connector and blood was noted within the driveline. A servicing procedure was performed on (B)(6) 2019 to mitigate the reported conditions. Of note, it was reported that the driveline cap became disconnected from the tunneling tool during vad implantation. As per the instructions for use, failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination of the driveline. Possible root causes of the reported driveline contamination can be attributed to handling of the device and/or the separation of the driveline strain relief from the connector. Based on the available information, a possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling of the driveline cable and/or manufacturing or design issues. An internal investigation is evaluating detached driveline strain reliefs from the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.